Event description:
It was reported that the patient indicated receiving a shock. Currently it is not possible to determine if the shock was appropriate or inappropriate. It was further reported that the shock received was appropriate, and the lead was determined to be functioning normally. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead - 2005-(B)(6). (B)(4).

Event description:
It was reported that the patient indicated receiving a shock. Currently it is not possible to determine if the shock was appropriate or inappropriate. Follow up is in process for additional information. The lead remains in use. No further patient complications have been reported as a result of this event.